Event description:
Pt reported that he experienced low blood glucose (32 mg/dl) a few weeks ago. He indicated that the device may have delivered too much insulin; however, he could not recall whether he had played tennis that day -- potentially contributing to low blood glucose. Pt self-treated by drinking orange juice.